Event description:
Procedure type: colon resection. Patient gender: unknown. There were no abnormalities noted during the procedure and the anastomosis was normal. One day post-operatively the patient's white blood cells grew abnormally. The second day post-operatively, the patient was re-operated due to the stapling failing and the anastomosis was secured. No further patient or procedure details available.